Event description:
Attorney alleges plaintiff also developed multiple physical symptoms including loss of sensation, non specific autoimmune disease, anxiety, stress and suffering.

Manufacturer narrative:
9/29/97 - first attempt letter was sent to request further info.